Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump battery died but she could not remove her battery cap. The patient's blood glucose at the time of incident was 400 mg/dl. The customer treated by a manual insulin injection; however, her blood glucose then dropped to 48 mg/dl. The patient addressed the low blood glucose by eating ice cream. During troubleshooting the customer was unable to remove the battery cap. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Device received without battery cap unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.